Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in non-sustained ventricular tachycardia (vt) detections. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to the emergency room (ER) with dyspnea, chest pain, hypoxia and was feeling lethargic. The patient reports being shocked. A check on the device revealed that the patient was appropriately administered shock therapy. No further patient complications have been reported as a result of this event.